Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) catheter burst. Blood got drawn into unit and error code 37. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (initial reporter), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: h8. A getinge field service engineer (fse) spoke with bmet and it was stated that catheter burst and blood got drawn into unit. The fse explained to bmet that blood back is a charge. Bmet stated, okay to perform the repair. During preliminary checks found blood inside pim assy, which was replaced by fse. All functional and safety tests performed to factory specifications.

Event description:
N/a.